Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number:3006705815-2022-14161. It was reported that the patient experienced uncomfortable stimulation with both therapy on and off. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that surgical intervention took place wherein the entire system was explanted.

Manufacturer narrative:
The report of uncomfortable stimulation was not confirmed. Analysis of lead b found no anomalies, setscrew engagement marks were consistent with the lead being fully inserted, and there were no opens found. Uncomfortable stimulation can sometimes be associated with patient anatomy and not be device related.